Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Concomitant products: 694758 implantable tachy lead (B)(6) 2003; 5076-52 implantable pacing lead (B)(6) 2003.

Event description:
It was reported that the patient developed a systemic infection from an unknown source. The implantable cardioverter defibrillator (ICD) and two leads were removed. No further patient complications have been reported as a result of this event.